Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally delivered insulin while still being connected to the pump during the fill tubing process. Reportedly, the customer delivered 15.3 units during the fill tubing process and verified drops at the end of the infusion set tubing. The customer then reconnected at the site and continued to perform the fill tubing process for approximately 15 units of insulin. The customer's blood glucose (bg) level was 204 mg/dl. The customer reported that a treatment plan was available if the issue caused a low bg level. Upon follow up, it was verified that the customer did not experience a low bg due to the reported issue.